Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for the allegation of a ventilator service required alarm. There was no harm or injury reported. The reported ventilator service required alarm was not duplicated on operational check. The trilogy evo error log was evaluated, and an error code was confirmed indicating the battery was not charging. The system printed circuit board assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: the detachable battery was also replaced. The usb extension cable on the was pinched and the cable was replaced to address the issue. Dirt was confirmed affecting the flow sensor, blower assembly, air inlet foam filter, and particle filter and they were also replaced. The device passed all testing and was confirmed to operate properly after repair.

Manufacturer narrative:
Review of the complaint record indicates corrections are needed to the become aware date to 30 november 2025 and to the report due date to 30 november 2025. These fields have been corrected in this follow up emdr.